Event description:
Pt s/p coronary angioplasty and stent placement on (B) (6) 2010. Post removal of the introducer (right groin): manual pressure for 20 minutes applied, followed by hemcon patch and tegaderm to site. Later while still on activity restriction protocol (bedrest), pt experienced bleeding from site and warranted manual pressure on femoral artery until bleeding subsided. Post procedure activity restriction protocol (including 3 hours flat on back and two additional hours bedrest) re-initiated. Pt discharged on (B) (6) 2010 without complications or adverse effect.